Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes keto acidosis. The high blood glucose level of customer was 500mg/dl. Current blood glucose level of customer was 145 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced symptom at the time of incident including vomiting. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.